Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having damage teeth that they did not have prior to treatment. They have active periodontal disease and the aligners caused gum recession that was bad on their one canine.